Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml2310, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The suture broke off the needle /pulled off during sewing the uterus. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.